Manufacturer narrative:
As part of our investigation, an olympus field service engineer (fse) was dispatched to the user facility on june 08, 2020. The fse confirmed the customer¿s complaint. The fse reported that the sensor cover and lid of the automatic endoscope reprocessor (aer) were replaced. A successful reprocessing cycle was completed. The aer¿s software attributes were verified and confirmed. No electrical safety check was required. The aer has been repaired and is back in use. The aer has been repaired and is back in use. The instruction manual gives following warnings: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. When closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.

Event description:
The service center was informed that the oer-pro basin lid and basin sensor cover were broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The lm confirmed that the subject device was not repaired in the past year. The cause of the event cannot be conclusively determined. Similar event were confirmed from other user facilities. The cracked lid is related to the possible causes: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. It is possible that the suggested event was due to mishandling from similar complaints.